Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found a dirty printed circuit board (pcb) that simulated an on-state command of the foot pedal, preventing the table locks from actuating. The fe cleaned the pcb and verified that the table was operating per specs.

Event description:
The proteus xr/a table locks did not actuate, causing the tabletop to move in two axes without resistance. There was no injury reported. This situation could potentially contribute to a serious injury if a pt was to become unsteady and fall.